Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr or lot #reuj0218 showed no other similar product complaint(s) from this lot number.

Event description:
When removing the gw, the md pulled back on an angle (instead of pulling straight out) to get the gw to coil on its way out. The tension caused the gw to break. Md was able to remove the 2nd piece.